Event description:
It was reported that the paramedics were called and the customer was taken to the hospital due to low blood glucose. It was stated that the last blood glucose was 2.3mmol/l after he was given something to get it back up. It was stated that the hospital confirmed that he experienced hypoglycemia. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.